Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal and proximal conductors were distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the lead had high impedance and high thresholds. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.